Event description:
It was reported that insyte autoguard needle did not retract. Safety button not working describe patient /(hcp) / user impact: bad performance and safety.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.